Manufacturer narrative:
(B)(4). Although the death was related to a user error (switching to comfort screen), this complaint was deemed reportable since the monitor contributed to the event as a result of user error. A full investigation will be done. Product labeling warns the user that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt expired and the monitor did not generate alarms.